Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including hair falling out, brain fog, low energy, difficulty getting pregnant, extreme fatigue, extreme shortness of breath, difficulty exerting energy, breast pain in both breasts, stabbing pain in the right breast, numbness and tingling in arms and fingers, extreme ringing in the ears, rib pain on the right side, back pain on the left side, neck pain, scalp pain, ear pain, brain pain with a feeling of drainage, food intolerances and allergies, candida yeast overgrowth, rash on neck, back and eyelid, skin sores on lower back, legs, arms and face, scalp, gut / bowel, tooth, skin, and vaginal infections, scalp itching, scalloped tongue, mouth thrush on cheeks, chronic yeast infections, gray / yellow dry eyes, blurred vision, eyelid and face inflammation, stomach bloat, constipation, no libido, swollen lymph nodes, heart palpitations, anxiety / panic attacks, vertigo / dizziness / blackout, extreme sunlight sensitivity, extreme temperature sensitivity, sound sensitivity, metal body odor, film-like feeling on the scalp, hair loss, and dry hair and skin. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2019. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On 08/26/2019, mentor received additional information about the event. The patient submitted a medwatch report to the FDA under report number mw5088811. Manufacturer¿s reference number: (B)(4).